Event description:
It was reported that the user contacted customer care for a low blood glucose event, with a measured value of 72 mg/dl, and noted recurrent nocturnal hypoglycemia between approximately 2¿4 am while within the ilet initial learning period and following the correction protocol. Symptoms included hypoglycemia. Outcomes included treatment with oral glucose tablets and stabilization without further decline below 70 mg/dl, and no hospitalization. Investigation included troubleshooting and user education by customer care, including guidance on escalation resources. Investigation of this case revealed no device malfunction reported during the call and that the user remained able to correct glucose with oral glucose as instructed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.